Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted due to noise and lead failure. During explant the stylet would not pass during extraction.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 8 cm distal to the is-1 connector pin. In this area a squeezed lead body, a deformed outer conductor coil and a damaged inner conductor coil were observed. During the electrical analysis a law pacing impedance was measured. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. In addition, deformations of the inner coil close to the is-1 connector pin were found. Thus a stylet could not be introduced. Further investigations indicated that these damages were caused by overrotation of the inner coil. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.